Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left knee was revised due to infection. An irrigation and debridement with poly exchange was performed. Rep reported that no further information will be released by the hospital or surgeon.